Event description:
It was reported by the customer that pyxis medstation es system screen got stucked and displayed a blue screen with the message "carefusion." Due to this malfunction, customer reported that the patient care was directly impacted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen got stucked and displayed a blue screen on a station. A technical support specialist manually installed remote support service version 4.12 and rebooted the device thereby resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.